Event description:
It was reported that this pacemaker system was an attempted implant due to connections issues, low amplitude/poor morphology, noisy signals and lead to header insertion. The physician connected the right atrial (ra) lead and noisy signals were observed. Technical services (ts) advised problem with seal plug, and a new pacemaker was implanted. Furthermore, the issue persisted, and ts suggested air could be in the lead body. Subsequently a new ra lead was successfully implanted and the issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No holes were noted in the seal plugs and setscrews move freely. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was an attempted implant due to connections issues, low amplitude/poor morphology, noisy signals and lead to header insertion. The physician connected the right atrial (ra) lead and noisy signals were observed. Technical services (ts) advised problem with seal plug, and a new pacemaker was implanted. Furthermore, the issue persisted, and ts suggested air could be in the lead body. Subsequently a new ra lead was succesfully implanted and the issue was resolved. No adverse patient effects were reported.